Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered an alert in latitude, indicating that the device was in safety mode. The device had been implanted for 10.9 years and the patient was scheduled for a revision procedure on (B)(6) 2023. Subsequently, the patient passed away on (B)(6) 2023. Additionally, the cause of death was not known however, the physician does not feel the device may have caused or contributed to the patient's death. The device was not interrogated postmortem, and no autopsy was performed. There are no plans to explant the device and the device will not return for analysis.

Event description:
It was reported that this pacemaker triggered an alert in latitude, indicating that the device was in safety mode. The device had been implanted for 10.9 years and the patient was scheduled for a revision procedure on (B)(6) 2023. Subsequently, the patient passed away on (B)(6) 2023. Additionally, the cause of death was not known however, the physician does not feel the device may have caused or contributed to the patient's death. The device was not interrogated postmortem, and no autopsy was performed. There are no plans to explant the device and the device will not return for analysis.